Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that noise was seen on this right ventricular (rv) lead which resulted in oversensing, loss of capture, asystole and then syncope for this patient. The lead was explanted and will be returned, while the device remains implanted. No additional adverse patient effects were reported.